Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit went offline due to a data sync failure. A field service engineer (fse) was onsite due to a failed 1.11 software update. The station appeared upgraded to 1.11 but failed to sync with the server. Network settings were checked and found to be configured with a static ip. An it ticket was opened to verify the network configuration. The fse assisted information technology (it) in obtaining the correct ip information to restore network connectivity. Once back online, data sync was completed successfully, and the station upgrade was finalized. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device went offline during an upgrade due to a data sync failure. The customer attempted to reboot the device; however, the issue persisted, with the station remained offline on remote smart service and stuck on the data sync screen. However, there were no delays or adverse events or injuries reported based on this event.